Manufacturer narrative:
Multiple patients involved in the event; see event for sids and associated test results. No patient demographic information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer questioned magnesium results for multiple patients. The following information was provided: sid (B)(6), (B)(6) 2022 initial result 0.879 mmol/l, repeated 3.038, 0.826 and 0.83 mmol/l. Sid (B)(6), (B)(6) 2022 initial result 0.848 mmol/l, repeated 2.729, 0.818 and 0.826 mmol/l. Sid (B)(6), (B)(6) 2022 initial result 2.588 mmol/l, repeated 0.903, 0.877 and 0.877 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, cleaned the cuvettes manually, calibrated the sample probe, and replaced the high concentration waste peristaltic pump tubing (part number 7-35009685-02 tubing, peristaltic head (rohs)) , which resolved the issue. A review of service history for the architect c4000 processing module, serial number (B)(6) identified one ticket that may be related to the current complaint that documented a salt build up on the mixers and was initiated; this complaint was opened on the same day as the current complaint. A review of tracking and trending for the tubing, peristaltic head (rohs) part number 7-35009685-02 did not identify any trends. Review of tracking and trending for clinical chemistry systems did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the tubing, peristaltic head (rohs) part number 7-35009685-02 or the architect c4000 processing module, serial number (B)(6) was identified. D10 - concomitant product corrected from 07d20-20 to 03p68-22.